Event description:
Patient reported their aligners cutting their lip and tongue. Aligner is cracked. Patient also reported front tooth still is not straight, it's crossing over. Gathering information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.